Event description:
A malfunction was reported on the pump, with no notable events occurring before this issue. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction did not recur. Customer was advised to continue using the pump and instructed to contact support if the malfunction code appeared again.